Event description:
Procedure type: unk. According to the reporter: during the case the cover of balloon dislodged and fell in pt's preperitoneal space. The piece was retrieved. No additional bleeding and no tissue damage were reported. The operating time and incision were not extended as a result. No pt injury was reported.

Manufacturer narrative:
(B)(4).